Event description:
Patient receiving tpn at 80 ml/hr. Infusion stopped at 0430 to draw labs. Nurse restarted infusion and thought that rate was set at 80 ml/hr with approximately 2000 ml still in bag. Approximately 2 hours later, pump alarming and tpn bag empty. Pump taken out of service. When event/error log downloaded revealed that rate had been set at 880 ml/hr. Concern that there may be keypad bounce that is not immediately evident to user. Pt developed a-fib and was transferred to ICU had no long term harm.